Event description:
It was reported that prolift inserter tips broke while attached to the cage in the disc space.

Manufacturer narrative:
It appears that the implant wasn't closed completely and the installer twisted causing failure.